Event description:
Event description guidant received information that there were multiple pacing systems where noise was being observed on unipolar leads and in one instance, a patient with this model device experienced a syncopal episode. The patient's name was unknown and there was no information related specifically to the patient's system other than noise was observed on a unipolar pacing system and both external sources and lead integrity issues had been ruled out as possible causes.